Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump screen was unreadable. Customer blood glucose reading was 108 mg/dl. Troubleshoot was performed. Customer dropped the insulin pump and having the screen issue. Customer also reported crack on the screen. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with missing segment/partial display anomaly due to cracked and bleeding lcd and also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.